Manufacturer narrative:
H10: manufacturer report number updated fields: f6, f7, f10 (code 4438 no longer applies, code 2687 added), f11, f13, h10.

Event description:
During procedure to treat 90% stenosed heavily calcified posterior lateral artery, the sapphire balloon was inflated twice at 18 atmospheres. The balloon did not inflate completely. The balloon was deflated and during removal, the distal part of the balloon came off and the fragment was left inside the artery. There was non-flow limiting dissection in the mid rca and an abbott drug eluting stent was used to treat the dissection. In the opinion of the physician, the cause of dissection was the lesion and not sapphire balloon. The patient was stable.

Manufacturer narrative:
Na.

Event description:
During procedure to treat 90% stenosed heavily calcified posterior lateral artery, the sapphire balloon was inflated twice at 18 atmospheres. The balloon did not inflate completely. The balloon was deflated and during removal, the distal part of the balloon came off and the fragment was left inside the artery. There was non-flow limiting dissection in the mid right coronary artery (rca) and an abbott drug eluting stent was used to treat the dissection. In the opinion of the physician, the cause of dissection was the lesion and not sapphire balloon. The patient was stable.